Event description:
Pt was scheduled for part removal of existing implant. When the part was removed, the implant leaked and a new implant had to be inserted which subsequently also leaked when port was removed. At this point another implant was inserted without incident. Orignal implant placed in 2002 after bilateral mastectomy.